Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this right ventricular (rv) lead exhibited loss of capture (loc) upon review at the patient's one week post-implant check. Suspecting dislodgement, a revision procedure was subsequently performed wherein the lead was explanted and replaced. No adverse patient effects were reported.